Event description:
During an incident in 1999 involving an unknown patient in cardiac arrest, this defibrillator was hooked up and did not shock what was later believed to be, per the incident printout, a vfib rhythm. The customer didn't send patient information with the defibrillator as promised.

Manufacturer narrative:
The returned defibrillator was tested and verified to operate properly for patient treatment. This testing verified the unit's rhythm detection circuit and ability to treat a patient. Two semi-automatic mcms were returned with the defibrillator. The printed reports documented incident information dated 1999 and 5 months prior, both for this defibrillator. During the 1999 incident, the event log documents that the unit was powered on sensing defib electrodes and prompted "check patient" 11 seconds later without the analyze button having been pressed (no "start analysis" notation). This happened twice. The hs3000ats's "check patient" prompt voices and displays approximately 9 to 12 seconds after a shockable rhythm has appeared and continues until the operator presses the "analyze" button. The hs3000ats operating instructions explain: using a semi-automatic mcm (as returned with this device), after patient preparation instructions 1 thru 6, 7) turn on defibrillator and 8) press to analyze. The incident report documents the analyze button was not pressed after power-on so the "check patient" message prompted 11 seconds after it determined the patient's rhythm was treatable per proper operation. The customer was sent a letter explaining our evaluation.